Manufacturer narrative:
Event additional information received; it was reported the endoanchors were implanted as a prophylactic measure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: 26-mar-2021, UDI#: (B)(4) ; product ID: etlw1628c82e, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4) ; product ID: etlw1628c156e, serial/lot #: (B)(4), ubd: 30-apr-2021, UDI#: (B)(4); product ID: etlw1628c82e, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. One endoanchor was also implanted it was reported that during the index procedure, the patient experienced blood pressure fluctuations during the normal course of the evar case which were being managed by anesthesia. During one of the blood pressure drops the patient did not respond to the maneuvers by anesthesia. The patient entered cardiac arrest and chest compressions were administered and blood transfusion were given. It was stated that a balloon was placed in the aorta just above the celiac originand inflated to prevent any possible bleeding in the abdominal/pelvic area. A cardiothoracic surgeon was called to open the chest and after doing so declared the patient deceased. It was also reported that all devices performed as per specification. And there was no known event in the abdominal work area that would have caused the event (blood pressure fluctuation) and cause of the event cannot be determined. As per the physician cause of the death was possibly due to cardiac arrest but the cause of cardiac arrest can not be determined. No additional clinical sequalae were provided. Patient is expired.